Event description:
Per the clinic, the patient experienced static noise and the patient requested that the device be explanted. The osia was explanted on (B)(6) 2023. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on august 31, 2023.